Event description:
The customer reported recurring malfunctions with their tslim pump, specifically malfunction code 12-0x2071, which initially occurred once a week and later progressed to twice within 24 hours. There was no adverse impact on their blood glucose levels, as none of the malfunctions caused her blood glucose to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump or a backup insulin pump for insulin therapy until the replacement arrives.